Event description:
As reported by the legal department, the patient underwent placement of the trapesae vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to tilt and perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. The patient reported becoming aware of perforation of filter struts outside the ivc and filter tilt, approximately six years and four months post implant. The patient also reported fear related to the filter. According to the medical record the indication for the filter implant was planned back reconstruction surgery with a previous lumbar fusion, post operative pulmonary embolism and factor v leiden mutation. The patient¿s medical history is noted for factor v leiden, anxiety, tobacco use, childhood asthma, chronic low back and neck pain. Surgical history includes cervical fusion, lumbar fusion, right hand carpal tunnel surgery, cholecystectomy, left shoulder arthroscopy, appendectomy, essure implant, ganglion cyst removal, thermachoice ablation and hysteroscopy. The filter was placed via the right common femoral vein. It was successfully deployed approximately 3-4 cm below the take-off of the renal veins. The patient tolerated the procedure well. The day following the filter implant the patient underwent right sacroiliac joint fusion. Approximately six years and four months post implant, a computed tomography (CT) scan was performed to evaluate the filter. Results of the scan noted ivc filter with the proximal tip at the level of the inferior endplate of l2. Additional review of the same scan performed approximately four months later indicated some of the filter struts had penetrated the ivc wall and into pericaval/mesenteric fat by 3 mm and the filter is tilted left with the proximal cone lying on the wall of the ivc and possibly embedded. Approximately six years and ten months post implant the patient was seen for a follow up office visit for chronic conditions: shortness of breath and insomnia. It was noted that the patient has chronic obstructive pulmonary disease with asthma and is now wearing oxygen. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the medical record the indication for the filter implant was planned back reconstruction surgery with a previous lumbar fusion, post operative pulmonary embolism and factor v leiden mutation. The patient¿s medical history is noted for childhood asthma, factor v leiden, anxiety, tobacco use, chronic low back and neck pain. Surgical history includes cervical fusion, lumbar fusion, right hand carpal tunnel surgery, cholecystectomy, left shoulder arthroscopy, appendectomy, essure implant, ganglion cyst removal, thermachoice ablation and hysteroscopy. The filter was placed via the right common femoral vein. It was successfully deployed approximately 3-4 cm below the take-off of the renal veins. The patient tolerated the procedure well. The day following the filter implant the patient underwent right sacroiliac joint fusion. Approximately six years and four months post implant, a computed tomography (CT) scan was performed to evaluate the filter. Results of the scan noted ivc filter with the proximal tip at the level of the inferior endplate of l2, there was no evidence of fat stranding and hepatomegaly. Additional review of the same scan performed approximately four months later indicated some of the filter struts have penetrated the ivc wall and into pericaval/mesenteric fat by 3 mm and the filter is tilted left with the proximal cone lying on the wall of the ivc and possibly embedded. Approximately six years and ten months after the index procedure the patient was seen for a follow up office visit for chronic conditions: shortness of breath and insomnia. It was noted that the patient has chronic obstructive pulmonary disease with asthma and is now wearing oxygen. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the ivc and filter tilt. The patient became aware of the reported events approximately six years and four months after the index procedure. The patient also experienced fear related to the filter.